Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This is an initial final report submission. Review of the most recent repair record of cutter sn (B)(4) determined the cutter failed and the gears and collars were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the cutter was worn and being returned for evaluation. Cutter failed to pass the cut test at product evaluation investigation. No adverse events were reported as a result of this malfunction.